Event description:
The cannula accessory was returned as part of an investigation related to an instrument returned from this site with cannula related tube abrasions. No patient harm, adverse outcome or injury was reported. The following medwatch reports listed below were also sent to the FDA. These reports only pertain to the instruments and cannulae returned from this specific site: 2955842-2007-000300, 2955842-2007-000301, 2955842-2007-000302, 2955842-2007-000303, 2955842-2007-000304, 2955842-2007-000305, 2955842-2007-000306, 2955842-2007-000307, 2955842-2007-000308, 2955842-2007-000309, 2955842-2007-000310, 2955842-2007-000311.

Manufacturer narrative:
The cannula accessory was evaluated. Engineering inspection of the cannula found the inner diameter to have a consistent cylindrical pattern of scratching/machining marks at the tip. The surface finish appears rough as a result and marks may have high spots that have the potential to damage instrument shafts in certain loading conditions. No other damage found.